Event description:
Follow up with the treating physician indicated that the patient's vns was still helping her seizures. The seizure frequency was still below pre-vns baseline levels. The assessment provided on the relation between the increase in seizures and vns was that the patient's vns was working well. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was being seen for a potential battery replacement referral. The patient had a recent increase in seizures. The physician believed the device was no longer functional due to a depleted battery. However, the patient was seen by the surgeon for a consult later that day, and the battery had a normal battery status. Attempts for additional pertinent information have been unsuccessful to date.